Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the physician unsuccessfully removed the foley catheter, indicating that there is a vacuum and compression defect, so the balloon cannot be deflated. On the fifth attempt, the physician removes the probe with the help of a needle, 3 ml of water is withdrawn and dilated, the guide enters, and the foley catheter is have removed. Double j catheters are tried as suggested by the provider but cannot. Delay in obtaining the case information due do the current covid contingency. The hospital maintains the total restriction of admission to providers.

Manufacturer narrative:
Qn# (B)(4). The device lot number 17g15 was not appeared in our system for this catalogue number 180730; therefore a DHR review could not be conducted. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Non-deflat ion could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore compla int is not confirmed.

Event description:
Issue reported: the physician unsuccessfully removed the foley catheter, indicating that there is a vacuum and compression defect, so the balloon cannot be deflated. On the fifth attempt, the physician removes the probe with the help of a needle, 3 ml of water is withdrawn and dilated, the guide enters, and the foley catheter is have removed. Double j catheters are tried as suggested by the provider but cannot. Delay in obtaining the case information due do the current covid contingency. The hospital maintains the total restriction of admission to providers.